Event description:
It was reported that the patients ipg was causing discomfort with its current location. The physician moved the ipg up a couple inches and the patient was doing well postoperatively.